Manufacturer narrative:
On 25-apr-2025, the product investigation was completed. It was reported that a patient underwent an idiopathic deep vein thrombosis ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred. When coming on ablation, the temperature of the catheter would rise to above 40 degrees celsius, before the smartablate® generator would then cut off ablation. No error messages were noted on the pump. The correct generator settings had been selected. The physician attempted to come on ablation twice, but the same issue persisted. The thermocool smarttouch® sf catheter was removed from the body and inspected for char. The caller confirmed that there was no char present on the thermocool smarttouch® sf catheter, but it was noticed that the "stop-cock" for the smartablate® irrigation tubing was turned off. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, temperature and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed, however, the cycle was not completed due to high temperature values. An irrigation test was performed, and the catheter failed the test. A microscopic examination revealed that the irrigation holes were partly occluded. A scanning electron microscope (sem) was performed to evaluate the type of material in the occlusion observed. The results of the test was that the the foreign material observed could be related to an inorganic material. A manufacturing record evaluation was performed for the finished device number lot 31493374l and no internal action related to the complaint was found during the review. The high temperature and irrigation issues reported by the customer were confirmed. The root cause of the occlusion is traced to the manufacturing process. The instructions for use contain the following recommendations: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. Internal action is being followed to reduce this failure mode. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic deep vein thrombosis ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred. When coming on ablation, the temperature of the catheter would rise to above 40 degrees celsius, before the smartablate® generator would then cut off ablation. No error messages were noted on the pump. The correct generator settings had been selected. The physician attempted to come on ablation twice, but the same issue persisted. The thermocool smarttouch® sf catheter was removed from the body and inspected for char. The caller confirmed that there was no char present on the thermocool smarttouch® sf catheter, but it was noticed that the "stop-cock" for the smartablate® irrigation tubing was turned off. When attempting to flush the thermocool smarttouch® sf catheter, it would not irrigate at all as if the irrigation holes were occluded. The thermocool smarttouch® sf catheter was replaced, and the "stop-cock" for the smartablate® irrigation tubing was turned back on, and the issue was fully resolved. The procedure continued. No patient consequences were reported.